Manufacturer narrative:
The device was received not deployed. The slide insert was not visible in the top housing window and the linkage assembly was in the not deployed position. The download data shows that the device was deactivated at the end of first prime. No damages or defects were found that would have prevented the device from completing second prime and deploying as intended.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.